Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387-40, lot# n24960a, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the patient had a burning sensation near the pocket. It was stated it was unknown if it occurred during recharging. It was noted it would occur for about 10 minutes in duration about every week. It was stated it had occurred for about a month prior to report. It was noted the patient had some pulmonary issues recently. Additional information received reported the therapy and recharging was effective. The patient was implanted for essential tremor.